Event description:
It was reported that the drive support cap was sticking out, and the customer pushed it back in to prime. The customer's blood glucose reading was 13mmol/l. The customer also stated that insulin squirted out while changing the infusion set. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.